Event description:
It was reported that ""patient is currently on end-of-life care inside room 25. On arrival to patient this morning - noticed his bed sheets underneath him were wet, however patient has urinary catheter insitu and pad with nets on. Catheter patent and draining well, no bowel movements. Patient had subcut line to right thigh - checked and seemed to be running through ok. Flushed the line to be sure and the flush leaked out. On closer inspection noticed the line has a hole to the top - causing the fluid/medication to leak out. Therefore, patient may have not received the full medication from the pump (oxycodone/midazolam). Patient has been settled all night so has not had an impact on his comfort. Even with nurses checking the subcut line - it was easy to miss without flushing due to being so small."" Changed line and inserted new one. Explained to relatives what had occurred - hasn't impacted comfort. Remind nurses to flush line to check line is patent and none damaged.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.